Event description:
A malfunction was reported on the pump by the caller, and it was indicated that the customer's continuous glucose monitor was reading high levels of blood glucose, exceeding 500 mg/dl. The customer did not take any action at that moment aside from turning off the pump and going to bed. Technical support assisted the caller in turning the pump back on and provided pump reset information, advising the customer to continue using the pump and to call back if any malfunction code recurs. The issue did not repeat after the pump was reset.